Event description:
It was reported that the iab was inserted using an introducer sheath. At the onset of pumping, the balloon would not inflate. Manual inflation was attempted but was unsuccessful. As a result of this, the iab was removed and replaced. There were no associated pt complications.